Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a sudden increase in impedance measurements. A fracture was suspected. The lead was explanted and replaced with another guidant defibrillation lead.